Event description:
Patient reports needing a new pari lc plus kit as theirs has a broken rubber flap that is worn out. Unknown if patient missed a dose, or experienced and adverse event. Unknown if product is available for return. No further information provided.